Manufacturer narrative:
Open book / critical pump error after battery installation. The critical pump error was generated by hardware low level failures per boot loader traces. The long trace history file confirmed hardware low level failures and the hardware rtc date and time disagrees, problem isolated to electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error and hardware rtc date and time disagrees with the software maintained date and time (main). The date and time has reached value outside valid range, hardware low level failure error. The date and time has reached value outside valid range. The customer¿s blood glucose was 148 mg/dl. Troubleshooting steps were provided for critical pump error and insulin pump alarm again. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.